Manufacturer narrative:
Initial reporter phone no: (B)(6). A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available. However, a photograph, and a video of the sample was provided for evaluation. Their visual inspection allowed to observe a leak from the dialysate port of the filter. The reported condition was verified. The cause was identified as a damaged dialysate port due to a mechanical shock, which occurred during transport. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex m150 set c during priming. There was no patient involvement. No additional information is available.